Event description:
According to the reporter, during open procedure, the white sheath of the ear, nose, and throat (ent) tip came off inside the patient. The tip had not been interfered with by the surgical team to make it loose. It was retrieved at the time. No medical or surgical intervention was needed, and it did not extend patient hospitalization. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.